Event description:
Caller stated that the end-user sought medical attention on 4-26-24 around 6:50pm at home. Caller stated that the end-user tested his blood glucose with his prodigy meter and received a reading of 258mg/dl. Caller is unsure what a normal reading for that time of day is due to not being present when medical attention was sought. Caller stated that additional testing was done, however she does not know what the readings were. The end-user also took insulin but the caller who is a blind rehab specialist, who was called down to assist while at the hospital, did not know the amount and type. Caller stated that the end-user was feeling numbness in his extremities, blurry vision and fatigue, which prompted his wife to bring him to syracuse va medical center located at 800 irving ave, syracuse, ny 13210. Caller does not know what the end-users blood glucose was when he arrived at the hospital and he was still admitted in the hospital at the time of the call. Caller stated that his blood glucose was low when he arrived but did not know what it was. Caller stated that she was unsure of what treatment the end-user received. The caller was informed that the end-user was using expired test strips. Caller was advised to have the end-user discard all expired products. Caller was unable to provide any pre existing conditions or medication the end-user is currently taking. No additional information was provided.